Event description:
It was reported that the drill broke while inserting a screw thru the drill guide. Implant was removed to retrieve broken tip. Implant was replaced and procedure continued with no further issues.patient outcome: no adverse effect reported as a result of this event.